Event description:
It was reported that an ilet bionic pancreas pump¿s touchscreen was found cracked, the screen was not usable, and the user could not open the device to perform actions; the specific cause was unknown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed evidence consistent with a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.